Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient had a non-device related weight loss. The patient underwent a revision wherein the ipg and lead were replaced. The patient was doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient's non device related weight loss could have been the reason why the ipg moved. It was the physician's preference to replace the battery.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient had a non-device related weight loss. The patient underwent a revision wherein the ipg and lead were replaced. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.